Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) reviewed and recommended to replace the device within 90 days. In this time, the device should continue to function normally. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) reviewed and recommended to replace the device within 90 days. In this time, the device should continue to function normally. This device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) reviewed and recommended to replace the device within 90 days. In this time, the device should continue to function normally. This device currently remains in service. No adverse patient effects were reported.